Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at hospital with bradycardia. The patient's pacemaker was at end of life (eol). It was noted that patient had dementia and had not been receiving pacemaker interrogation. The pacemaker was explanted and replaced. Physician noted that the device did not meet acceptable lifespan despite normal threshold levels. The patient's rhythm after implant was atrial tracking. No lasting patient consequences were noted.